Event description:
A customer reported a system message displayed. It is unk if the event occurred during set up or during a procedure. Pt involvement unk at this time. Additional info has been requested.

Manufacturer narrative:
There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).